Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to attach and went into the stomach. The capsule was not retrieved. Another capsule was placed successfully on the same procedure. There was no patient and user harm, and no intervention was required. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. Lubrication was used to facilitate the placement of the capsule.